Event description:
It was reported that during a laparoscopic nissen procedure, the blade tip broke off in the pt. The broken tip was retrieved from the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
The analysis results confirmed that the device was returned with distal tip of the blade broken off and missing. The remainder part of the blade had no damages. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.